Event description:
It was reported by service report that the right side rail was broken. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Broken siderail assist cable.